Manufacturer narrative:
This report is submitted on january 14, 2020.

Event description:
Per the clinic, the patient experienced inflammation and fluid drainage at the abutment site that was treated with a topical antibiotic. The implant remains in-situ.